Event description:
It was reported that during pump replacement for battery depletion, it was noted that the proximal portion of the catheter was "coiled incorrectly" around the pump. A small portion of the proximal portion of the catheter was clipped and replaced. No patient outcome was reported.

Manufacturer narrative:
Results. Used for the catheter.